Event description:
On (B)(6) 2012 customer reported that line #5, on the cx5 delta instrument, pops off the ratio pump while priming the system. Customer stated that a leak was also noted on the ratio pump. Customer stated that these issues were noted following routine preventive maintenance. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) contacted the customer and was advised by the customer that the line #5 push fitting would not remain in place. Fse ordered and sent a replacement ratio pump fitting to the customer. Customer removed and replaced the fitting. This resolved the issue and no further problems were reported.

Manufacturer narrative:
Evaluation: results - ration pump fitting. (B)(4).